Event description:
Galileo gave an a positive result for a patient sample, although anti-a reagent was not pipettted into the affected well.

Manufacturer narrative:
Instrument images were reviewed. The right needle did not appear to pipette cells and antiserum. The customer reported that the syringe of the affected pump was very dirty and it was hard to move the piston. The syringe and body valve were exchanged. The customer ran samples and qc without problems.